Event description:
It was initially reported that the physician's programming system is having difficulty interrogating. The issue is believed to be the serial adaptor cable but it was unable to be confirmed. The wand battery was replaced and the green light stayed in for greater than 25 seconds. A failure to program message was received every 4-5 interrogations. Good faith attempts for product return have been unsuccessful to date.